Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed and contaminated. Analysis also found the upper case, lower case, and battery drawer were broken and contaminated. Battery release, heart wire contacts, heart block, battery flex were contaminated. One bail cover was broken, lead flex cover was corroded, and the keyboard was scratched. It was noted one bail cover, ring cover, six case screws, ring cover screw, bails, ring, and battery drawer o-ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.